Event description:
It was reported that intermittently, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Initially the alarm was resolved with a cartridge change but then reoccurred. Additional cartridge changes were performed; however, the issue persisted. The customer's blood glucose was 222 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.